Event description:
Boston scientific received information that approximately one month after the implantation of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a pocket infection. The crt-d and left ventricular (lv) lead were explanted but the right atrial (ra) lead and right ventricular (rv) leads remained implanted. The pocket was cleaned and subsequently closed. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were discarded and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.